Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear the alarm. The customer also mentioned having no delivery issues with the device and it was happening more frequently during the past week. The blood glucose reading was 6.9 mmol/l. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. Unable to perform excessive no delivery test due to unresponsive buttons. The device was received with cracked case at the display window corners and battery tube threads. The unit was received with minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.